Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to an elevated blood glucose level of 549 mg/dl and diabetic ketoacidosis. Customer was treated with an intravenous insulin drip. Reportedly, the battery had depleted resulting in a pump shut down due to the pump not being charged. The customer attempted to turn on and charge the pump with a non-tandem provided usb cable and wall adapter, however, the pump did not turn back on. Upon using a different usb cable and wall adapter the pump successfully turned back on and began charging. At the time of the report with tandem technical support the customer was still admitted to the hospital. Multiple attempts were made to follow up with the customer, however, no response was received.